Event description:
It was reported that during a gastric bypass procedure, malformed staples were present. The procedure was completed by using a competitor's device. Pt had to go back to surgery due to stricture; the anastomosis was then had sewn.